Manufacturer narrative:
The subject device has been done the evaluation by sorc and it was suspected that the foreign object was clogged. So the subject device was transferred to omsc for investigation if the foreign object is there. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use the air/water flow from the nozzle at the distal end of the subject device was not worked well. During the incoming inspection at olympus service operation repair center (sorc), it was found the reported phenomenon, and it was suspected that the nozzle has been clogged with foreign object due to insufficient user cleaning. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred and returned to olympus medical systems corp. (Omsc) for checking of the foreign object existing. Omsc checked and investigated as follows; the reported phenomenon which the foreign object has clogged in the nozzle at the distal end of the subject device was confirmed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of ft-ir analysis, the foreign object was confirmed to have a peak very similar to polypropylene resin or polypropylene resin. Based on the investigation, omsc surmised that the foreign object might have come from the resin, therefore it might have occurred that the air/water flow from the nozzle at the distal end of the subject device has been not worked well. If additional information becomes available, this report will be supplemented.